Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with two percutaneous leads (from the same lot) on (B)(6) 2011 for off-label use. It was reported the pt is not receiving adequate coverage. A consulting physician stated the placement of the leads overtime could lead to an adverse health outcome. She is scheduled for surgical intervention. No further info is available at this time.